Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion (70 % stenosis degree) in a mildly tortuous segment of the proximal d1. An unknown stent was implanted previously in the lad, but unclear if it was in the same intervention. After the lad stent was fenestrated and the target lesion was pre-dilated, the complaint device was introduced into the patient but failed to fully cross the target lesion. During the attempt to remove the complaint device, the stent dislodged into the proximal lad. A snaring attempt had to be interrupted as the patient developed a stemi and the physician decided to crush the dislodged stent to the vessel wall in the proximal lad. Afterwards, another stent system was successfully implanted over the length of the crushed stent. Another manufacturers stent was implanted into the proximal d1 segment instead. The complaint device was discarded at the hospital.

Manufacturer narrative:
Combination product: yes. Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Considering the event description, the most probable root cause for the reported event is related to the patient's anatomy (i.e. Previously implanted stent). Please note that the orsiro mission IFU advises the user, when treating multiple lesions, to initially stent the distal lesion followed by stenting of the proximal lesion.